Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding/other/heavy bleeding') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/other"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: she received treatment for dysmenorrhea (cramping),pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),general abnormal bleeding and migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received. Product indication updated. Essure explant date added. Previously reported ¿injury¿ was updated to pelvic pain/other. Events- migration, general abnormal bleeding/other/heavy bleeding, dysmenorrhea (cramping), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods) and fatigue were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), menorrhagia ('menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 50-year-old female patient who had essure (ess205) (batch no. 509814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding/other/heavy bleeding"), pelvic pain ("pelvic pain/other"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal area pain"). The patient was treated with surgery (ablation and total vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, back pain, metrorrhagia, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for dysmenorrhea (cramping),pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),general abnormal bleeding and migration. Discrepancy noted in date of insertion (B)(6) 2005 and (B)(6) 2006. Discrepancy noted in date of removal (B)(6) 2010 and (B)(6) 2010. Lot number: 509814, manufacturing date: 2006-01, expiration date: 2008-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), menorrhagia ('menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 50-year-old female patient who had essure (ess205) (batch no. 509814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding/other/heavy bleeding"), pelvic pain ("pelvic pain/other"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal area pain"). The patient was treated with surgery (ablation and total vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, back pain, metrorrhagia, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for dysmenorrhea (cramping),pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),general abnormal bleeding and migration. Discrepancy noted in date of insertion (B)(6) 2005 and (B)(6) 2006. Discrepancy noted in date of removal (B)(6) 2010 and (B)(6) 2010. Most recent follow-up information incorporated above includes: on 3-mar-2020: plaintiff fact sheet and medical records received. Lot number added. Event menorrhagia make serious incident. Events added from pfs- abnormal bleeding (vaginal), lower abdominal area pain, did not undergo confirmation test. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.